Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported a hole in piccline, waiting for more details. But it was during care and maintenance they found the hole. The patient are fine. Additional information provided (B)(6) 2023: this was what happened when they saw the hole: I discovered the leak when I flushed with nacl before treatment. What I noticed was that nacl mixed with blood leaked from the injection site in connection with flushing. Nothing appeared to be broken from the outside. Pulled the PICC-line which at first looked intact, put it on a dry pad and flushed again with nacl whereupon a leak was clearly seen. No liquid got through to the tip but everything leaked into the hole. Treatment with capox then oxaliplatin. Was given without problems three cycles before there was a leak. I gave nothing when I discovered the leak, just flushed with nacl. It was about 10cm from the "wings". The hose had not broken lengthwise but across but not broken off.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 7 an 8cm marks on the catheter body. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported a hole in piccline, waiting for more details. But it was during care and maintenance they found the hole. The patient are fine. Additional information provided 10/18/2023: this was what happened when they saw the hole: I discovered the leak when I flushed with nacl before treatment. What I noticed was that nacl mixed with blood leaked from the injection site in connection with flushing. Nothing appeared to be broken from the outside. Pulled the PICC-line which at first looked intact, put it on a dry pad and flushed again with nacl whereupon a leak was clearly seen. No liquid got through to the tip but everything leaked into the hole. Treatment with capox then oxaliplatin. Was given without problems three cycles before there was a leak. I gave nothing when I discovered the leak, just flushed with nacl. It was about 10cm from the "wings". The hose had not broken lengthwise but across but not broken off.